Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, a spark was heard from the electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device history log was provieded. Review of the device history log did show an instance where the impedance was extremely high due to poor coupling. However, the timeline in the log did not coincide with the customer's reported timeline. This investigation has been closed as no fault found. Analysis of reports of this type has not identified an increase in trend.